Event description:
It was reported to philips that the disk space was low, and no x-ray was possible. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of the image disks, the device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the issue did not impact progress of procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had low space. Review of system log file identifies disk read and write error. Upon troubleshooting, fse found issue with image disc. The philips engineer replaced image disc and recreated the disc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.